Manufacturer narrative:
It was reported that the tip of an olive wire drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The olive wire is provided to customers within a sterile kit (sk30) and marked single use. The UDI referenced is for the sterile kit, sk30, that the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Additional information indicates that while drilling screw holes, the tip broke when excessive force was applied against the temporary fixation wire. A backup device was available to successfully complete the case with no additional patient outcomes. Based on the available information, the most likely cause of what was reported is that the drill broke due to impact with another device (temporary fixation wire). The product is manufactured with implant grade material and the case was successfully completed with no report of impact/injury or case delay, nor have any adverse events have previously been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive wire drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes.